Manufacturer narrative:
The insulin pump was received with pump error during rewind due to broken motor slide tip. The insulin pump passed the self test, sleep current measurement, and active current measurements. Analysis was unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error alarms. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the plunger for the reservoir was broken. Customer's blood glucose value was unknown. Insulin pump was returned for analysis.